Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info, source: email.

Event description:
Reports "having side effects from the walgreens covid testing". Information received via email. Customer unresponsive to multiple attempts to collect additional information via both phone and email. No apparent adverse event.